Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The pump was experiencing "door not fully latched" alarms. The issue was caused by the door hooks being out of adjustment. As a result, the door hooks and latch pins were replaced.

Event description:
It was found baxter's evaluation that a pump was alarming "door not fully latched". There was no pt injury reported.